Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that for an unspecified blood gass collection needle, the needle and the needle plug were not tightly sealed, and blood leakage occurred. Verbatim: on (B)(6) 2023, the patient was holding his breath, and blood gas analysis was performed for him. A blood gas needle was used. The needle of the blood gas needle and the needle plug were not tightly sealed, and blood leakage occurred. The blood collection device was replaced immediately, and no adverse consequences were caused.